Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report a hospitalization due to high blood glucose readings. The customer's blood glucose reading was 20 and 21 mmol/l. The customer's symptoms included vomiting and ketones. It was reported that either the insulin pump or the cannula was not working; customer requested a replacement insulin pump because they no longer had confidence in using their device. The customer was still in the hospital. No further details were provided.